Manufacturer narrative:
(B)(6).

Event description:
While undergoing head CT on (B)(6) 2014 pt coded 2/2 bivad device failure and was emergently placed on ECMO. Cause of sudden decompensation is unclear. Family decided to remove support night of (B)(6)14.